Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was periodically shutting off during use in a cadaver lab. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device shuts off periodically when in use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearings of the device were worn out. It was determined that this was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.